Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that "since implant" they have not been able to get the handset to connect to the communicator. The patient states the manufacturer representative (rep) has been trying to get the handset to connect to the communicator. The patient states the rep has replaced the communicator two times to resolve the issue. The patient states they have been able to charge the ins without the use of the handset. Pt states they have adaptive stim on and because they can not connect to the ins to change the settings or turn off adaptive stim, they have "been getting shocked for 2 days" because the handset will not power on. Agent had pt plug in one cord into the charging block that plugs into the wall and pt states the handset is showing its charging and is currently at 0%. Pt states last night they plugged in both the handset and the communicator into the same charging block they received with the external devices. Agent reviewed they should only plug in one cord at a time. Pt had another charging block and is currently charging the communicator. Pt states they will call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.